Event description:
A report was received that the patient was having pain and discomfort at the pocket site. Ipg migration was confirmed by x-ray. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well following the procedure.